Manufacturer narrative:
B5: cause of the event was user error. Reportedly, "lens torn whilst loading. Did not touch patient." The problem was resolved. The reporter also stated, "lens was torn during loading. Did not touch patient's eye. The backup lens was used instead. All's well. H6: work order search was performed but was not required. Claim#(B)(4).

Manufacturer narrative:
Work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/2.0/055 (sphere/cylinder/axis) lens tore. There was no patient contact and injury reported.